Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the nonfunctional latch lock flex was the root cause. The latch lock flex circuit was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿locking the new cassette, data is not updating on the display' issue and a 'bolus external, mainboard problem¿. There was unknown patient involvement.